Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the multi-link dislodged. Reportedly two stents were placed in the left anterior descending, one in the mid section and one in the proximal section. The proximal multi-link was post dilated and resistance was met when attempting to withdraw the balloon catheter through the proximal stent. The proximal stent then became dislodged and was removed on the post dilatation balloon catheter. A third stent was successfully deployed at the site of the dislodged proximal stent. Reportedly no pt injury occurred.